Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated they had mentioned a shock down the leg from a procedure patient had. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for peripheral causalgia and rsd/ causalgia-complex regional pain syndrome. It was reported that patient asked about compatibility guidelines for airport/ security screening device reviewed. Patient stated that with the first ins after going through detector in portugal it caused shocking down the legs as well as affected the device meaning the health care professional (hcp) had to fix the device. Patient stated they put a new implantable neuro stimulator (ins). This happened in 1999. No further patient symptoms or complications were reported in this event.